Manufacturer narrative:
Concomitant medical product: 694765 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance due to a lead failure/fracture. Noise was also present during an atrial tachycardia (at) / atrial fibrillation (af) episode. The lead has been programmed off and remains in use. No patient complications have been reported as a result of this event.